Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a heart attack. The patient did not report receiving any medical intervention. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.